Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: (B)(4), serial number: (B)(4).

Event description:
It was reported that while preparing for surgery, the blade broke. It was also reported that there was no delay and there were no adverse consequences for the scheduled surgery as a result of this event. It was further reported another blade was readily available at the operating theatre.